Event description:
Information provided states that during 4 month post-op visit, the surgeon noticed that 4 of the set screws had become loosened. Patient had complained of increased pressure in one area after fall in (B)(6) 2017. A revision surgery was performed on (B)(6) to replace set screws.